Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female underwent breast reconstruction with a mentor smooth round moderate plus profile 275 cc saline prosthesis. The final fill volume of the prosthesis was 285 ccs. On (B)(6) 2018 left sided deflation was diagnosed through a physician¿s examination. As a result, the device was replaced with a mentor smooth round moderate plus profile 275 cc saline prosthesis (catalog #3502275, serial #: (B)(4)).

Manufacturer narrative:
The failure analysis investigation revealed on 5/25/2018 that the lot number of the impacted product is different than the one originally reported. The updated lot number was populated in d4 of this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received from the patient on 6/28/2018. The serial number was obtained. The patient stated to have from her replacement surgery, which was an outpatient procedure. The investigation of the returned device was completed by the failure analysis lab on 7/4/2018. Device evaluation summary: it was reported that a (B)(6) year-old african american female underwent breast reconstruction with a mentor smooth round moderate plus profile 275cc saline prosthesis. The final fill volume of the prosthesis was 285ccs. On (B)(6) 2018 left sided deflation was diagnosed through a physician¿s examination. The device was received with no fluid. During the initial evaluation a rent was observed on the posterior aspect measuring approximately 0.3 cm. Leak testing revealed there was and additional leakage from the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation. Dislodged valve material from a valve puncture or tear. Water soluble crystal like material (residual nacl from the fill solution). External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Based on the information provided, and the results of the laboratory examination of the device, the product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).